Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there are air bubbles in each of the cartridges they have used. The reporter indicated that they sometimes use room temperature and sometimes cold insulin. The reporter inspects the cartridge and makes sure to remove air bubbles prior to use of the cartridge, but they will reportedly occur during use. This report is being made based on the allegation of air bubbles in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test were performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.